Event description:
The surgeon was using the ligasure device and after two uses it became stuck. The device would not open up all the way or close all of the way. A second device was used without incident.